Manufacturer narrative:
An event regarding a revision due to pain involving an omnifit psl shell was reported. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Acetabular revision due to pain.

Event description:
Acetabular revision due to pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.